Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was not a relationship found between the returned device and the reported incident. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A review of the assembly procedure found that the suture is inserted through the anchor, and the suture is used to pull the anchor onto the shaft before the sutures are wrapped around the suture posts and secured into the sliding ring. A visual inspection found the returned device was opened and missing the anchor. There was debris on the device. The complaint was not verified, and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during the set up before the surgery the bioraptor anchor was defective, the thread was loose and the head of the device was missing. It is unknown if there was a back-up device available or if there was a delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.